Event description:
Event description boston scientific crm received information that this device, which is on an advisory, was not pacing and could not be interrogated. The battery status was good six months ago. After over 8 years of implant time, the device is now explanted and replaced with no adverse patient effects. It has been returned for analysis.